Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the photographs identified: red and yellow particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: capsular contracture baker grade "ii-iii" and seroma.

Event description:
Healthcare professional reported left side capsular contracture baker grade "ii-iii" and seroma. Device has been explanted.